Event description:
Da vinci large suture cut needle driver was connected to robotic arm during procedure. It was noted on screen (while inside patient) that the wire snapped. Upon removal from robot arm and inspection, noted that wire had indeed snapped yet it was intact still on the device. No harm was noted to the patient.